Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-15152, 3005099803-2013-15153, 3005099803-2013-15154, and 3005099803-2013-15155 address these devices. It was reported to boston scientific corporation that four hemostatic resolution clip devices were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the colon, the hemostatic resolution clip device failed to release from the catheter. A total of four clips were used and they all experienced the same issues. There was no visible damage noted with any of the devices prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was detached from the bushing and still attached to the control wire via tension breaker and yoke. The prongs could not be opened but clip assembly could be deployed. Two clicks were heard. The prongs were not locked into the capsule and the prongs had an overbite. It was also noticed that there was a kink in the control wire. Although failures were observed, the reported complaint could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-15152, 3005099803-2013-15153, 3005099803-2013-15154, and 3005099803-2013-15155 address these devices. It was reported to boston scientific corporation that four hemostatic resolution clip devices were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the colon, the hemostatic resolution clip device failed to release from the catheter. A total of four clips were used and they all experienced the same issues. There was no visible damage noted with any of the devices prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.